Event description:
It was reported that during a coronary drug-eluting stenting treatment procedure, stent damage occurred. The calcified and severely tortuous 99% stenosed target lesion was located in the proximal left circumflex (lcx). The physician's attempt to advance the 2.5x20mm taxus express2 drug-eluting stent (des) with direct stenting was unsuccessful. The stent delivery system (sds) was unable to cross the lesion, and upon removal, the physician noticed that the "stent distal edge lifted up." The procedure was completed with a different device. No pt complications were reported with the pt's current condition listed as "good."

Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the mfg records shows that the device met its material, assembly, and product specifications at the time of its release to distribution. The most probable root cause is determined to be operational context.